Event description:
Patient is a male who arrived at medical center in the evening with an acute myocardial infarction and cardiogenic shock. He underwent cardiac catheterization with percutaneous coronary intervention, intra-aortic balloon pump placement, and was intubated for airway protection. He was transferred to the ccu and placed on maquet servo 300 ventilator. At approximately 3:00am, the ventilator stopped delivering breaths, triggering the alarm system. Manual ventilation was maintained until replacement ventilator arrived. No patient compromise. Ventilator was sequestered and manufacturer informed.